Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated MFR report number is 3003742446-2010-00007.

Event description:
As reported via the study, a pt experienced a stent thrombosis and a myocardial infarction (mi) following the implantation of cypher stents. The lesion in the distal portion of the mid left anterior descending (lad) was 23mm in length and 95% stenosed, with timi 2 flow. The lesion was pre-dilated with a 2.5 x 15mm balloon at 10atm and a 2.5 x 23mm cypher otw was implanted at 20atm. The stent was post-dilated with a 2.5 x 22mm balloon at 21atm. The lesion in the proximal portion of the mid lad was 33mm in length and 95% stenosed, with timi 2 flow. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm balloon at 20 atm and a 3.0 x 33mm cypher rx was implanted at 10atm. The stent was post-dilated with a 3.0 x 21mm balloon at 22atm. The pt experienced a side branch occlusion caused by the 3.0 x 33mm cypher rx that was treated with balloon angioplasty. Residual stenosis was 0% and timi flow 3 flowing lad stenting. An additional stent was implanted in the obtuse marginal (om), but information regarding the lesion or stent was not provided. The day following the index procedure, the pt experienced stent thrombosis of the mid lad stents with 100% stenosis and a subsequent non-q wave mi. The thrombosis was treated with percutaneous transluminal coronary angioplasty and the event resolved without sequelae. According to the investigator, the thrombosis and mi were possibly related to the cypher stents.

Manufacturer narrative:
Additional information was received via cec adjudication notes on 5/26/2010. There was 95% stenosis in the mid lad and 80% stenosis in the mid to distal lad. The pre-procedure cardiac catheterization report noted status post recent non-st segment elevation mi on (B)(6) 2009 (one day prior to the index procedure). The mid lad stents were implanted in overlapping fashion. The following day, angiography revealed 100% stenosis with in-stent thrombosis in the mid lad. Balloon angioplasty was performed at the site of occlusion without restoration of antegrade flow. Subsequently, aspiration thrombectomy with pronto catheter was performed with removal of the intracoronary thrombus. Repeat angiography showed restoration of the antegrade flow, but with severe no-reflow. An angioplasty balloon was advanced at the site of the origin occlusion and inflated, followed by administration of intracoronary vaso-dilators via balloon lumen. Subsequent ivus showed full stent expansion with good apposition and no proximal or distal dissection. Following this procedure, the patient experienced no further chest pain. The discharge summary noted that the subsequent echocardiogram showed akinesis of the anterior septal wall; repeat echocardiography showed ef of 40%, and a follow-up ECG showed q waves in v2 and v3 with biphasic t waves. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00006 and 3003742446-2010-00007.